Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08710 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the displacement test, the motor traveled outward until fully extended and properly alarming no reservoir. During the rewind test, the motor was able to travel inward and completing the rewind process with no unexpected alarms noted. The motor functions properly during testing. Device uploaded properly using carelink. Device powered up properly after the test battery was installed. Device was programmed and monitored for 1 day. No blank display noted. Device had minor scratched display window, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was in the 500 mg/dl. The customer called due to non working insulin pump and piston was not working. The troubleshooting was not mentioned. The insulin pump will be returned for analysis.